Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history a DHR review could not be performed for this pi. No record of this lot number. Suspect this is the sterile lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the implant head was worn. It was unknown that if the procedure was completed successfully. There were no patient consequences reported. Concomitant devices reported: variable angle locking compression drp2.4 volar narr r shaft (part# 02111520, lot# l672145, quantity 1), 2.7mm cortex screw self taping t8 14mm (part# 202.874, lot# 20p0338, quantity 2), locking screw 2.4 self-tap l18 sst (part# 212.818, lot# 6l21917, quantity 1), locking screw 2.4 self-tap l20 sst (part# 212.820, lot# 6l04506, quantity 1). This complaint involves one (1) device. This report is for (1) stepped drill bit. This is report 1 of 1 for (B)(4).